Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, the reported migration (partial clip movement) appears to be related to challenging anatomy and poor imaging. Image resolution poor was related procedural circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5+. Imaged as noted to be challenging throughout the procedure. Two xtw clips were inserted and successfully deployed on the tricuspid valve. To further tr, an xt clip was inserted and deployed. However, after deployment, it was observed the clip partially detached from posterior leaflet. The clip was noted to be stable on both leaflets; therefore, no additional clips were implanted. Tr was reduced to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.